Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that they never received their replacement reservoirs, just replacement infusion sets. Patient's blood glucose was over 400 mg/dl. Customer treated for high blood glucose with a set change, an injection and a bolus. Customer states the drive support cap appears normal. Caller stated that he does not want to go through the rest of the high blood glucose troubleshooting. Product was not returned for analysis.